Event description:
A facility reported that a pt had developed hemolysis during dialysis. After an hour and a half the pt began complaining of aching in the chest and chills. Blood cultures were drawn and the pt given antibiotics. The facility states there was no change in the blood color, no evidence of excessive negative pressue , no kinks found in the arterial blood line. No hematocrit was drawn. The treatment was completed and lab was drawn for ldh. The results were high, indicating hemolysis. The pt was admitted to the hosp for observation over the weekend. The pt did not receive any medical intervention in the hosp. The pt returned to the facility 10/21 and received dialysis without complications. The machine had been removed from the treatment area for inspection by the MFR. The machine was found to be operating properly. A question was raised about the technique being used to place the blood pump segment into the blood pump housing. The technique demonstrated by the facility machine tech was not the device labeling recommended technique. Incorrect insertion of the blood pump segment into the blood pump housing could contribute to the blood pump segment kinking under certain conditions, which could result in hemolysis.